Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that while testing with the bd max¿ enteric parasite panel, there was a giardia false positive patient result. No patient impact was reported.

Manufacturer narrative:
Investigation summary the complaint investigation for discrepant results when using the bd max enteric parasite panel kit (ref. 442555) lot 3265833 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. Customer complained about unexpected positive giardia (glamb) results when using bd max¿ enteric parasite panel kit lot 3265833. Review of manufacturing records of the bd max enteric parasite panel indicated that the lot 3265833 was manufactured according to specifications and met performance requirements. Customer provided runs 2819 and 2821 from instrument (B)(6) for investigation. No enteric parasite panel samples were found in run 2819. Three positive enteric parasite panel results were obtained in run 2821; position b10 and b11 on which manual curve adjudication was conducted. For both samples step dislocation was visible in every channel resulting in positive results for the giardia target (fam channel) for both samples. It is unlikely these positive results are true amplifications. Other similar curves, obtained with other kit lots, were found in the customer data on instrument (B)(6), suggesting that the issue is not related to a specific kit lot. A field service engineer was on site and confirmed on september 13th 2024 that instrument (B)(6) has been investigated and issues have been resolved. The instrument is currently running without any issues. Manual curve adjudication has limitations; visual examination of pcr curves for low signal or aberrant curve geometry is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max enteric parasite panel lot 3265833. The root cause was not identified. However, an instrument issue and/or an environmental / cross contamination and/or storage conditions could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and a preventive action plan since no new hazard or trends was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
Report 2 of 2: it was reported that while testing with the bd max¿ enteric parasite panel, there was a giardia false positive patient result. No patient impact was reported.